Manufacturer narrative:
Correction to h6; type of investigation, investigation findings, investigation conclusion. The unknown sapien 3 valve was not returned for evaluation. Without the return of the device for evaluation, visual inspection, functional testing, and dimensional analysis were unable to be completed. Imagery was reviewed and the following was noted; the valve frame was distorted which likely occurred during the device explant and pannus was covering the entire valve frame. The following instructions for use (IFU) were reviewed: commander delivery system with s3/s3u. No IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for increased gradients -pannus formation was confirmed based on the imagery provided. Since the valve serial number was not provided, a review of DHR was unable to be performed to verify no manufacturing non-conformances potentially contributed to the reported event. A review of the IFU and training manuals revealed no deficiencies. As reported, "approximately 1-year-post-implant, the valve was explanted and replaced with a intuity elite. The valve presented pannus." The exact etiology of pannus formation is not known. Pannus, a cause of nonstructural dysfunction or the body's inflammatory response, can impact valve functionality. The effect of pannus formation on hemodynamics depends on the extent and site of fibrous tissue. Pannus that extends to the orifice and hinges of the s3 valve may interfere with the device functionality by restricting the leaflet motion or narrowing the orifice of the valve, thereby increasing the pressure gradient. In this case, available information suggests that patient factors (pannus ingrowth due to inflammatory response) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
The investigation is ongoing.

Event description:
It was reported that one year post implant of an unknown sapien 3 valve, the valve was explanted and replaced with a intuity elite due to pannus. The patient was enrolled in a clinical study. At this time the implant site, the model and/or serial number of the valve, patient's condition and patient demographics are unknown. Follow up is being made with the reporter to obtain additional information.